Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: (B)(6) 2020. Investigation conclusion it was reported that the tubing separated where the silastic segment was disconnected from the blue upper fitment piece and this is a recurring issue received from the customer was one used primed primary set model 2426-0007 lot 20036429. A non-bd spike adapter was received connected to the drip chamber spike of the suspect set. Visual inspection as received confirmed the set was separated at the pumping segment. The separation was at the engagement between the silicone pump segment tubing p/n (B)(4), and the upper fitment p/n (B)(4). The ring retainer p/n (B)(4), was received with the set. No gaps on the silicone segment separation or any anomalies were noted during visual inspection. The expected retainer ring for the lower fitment and silicone segment connection was still intact. Functional testing was not performed due to the separated tubing and the leaking that would occur. The silicone pump tubing was found to be within measurement specification. Equipment used (inspection and measurement performed on (B)(6),2020 : ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Device history record for model 2426-0007, lot 20036429, shows that the set was manufactured on (B)(6) 2020, with a total of (B)(4), units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Visual inspection as received confirmed the set was separated at the pumping segment. The separation was at the engagement between the silicone pump segment tubing (p/n (B)(4), and the upper fitment p/n (B)(4). The silicone pump tubing was found to be within measurement specification. Tj manufacturing has been previously notified of this issue. A systemic failure investigation for pump segment issues will be documented by dir (B)(4). H3 other text : see h10.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material #: 2426-0007 batch #: 20036429. It was reported that the tubing separated where the silastic segment was disconnected from the blue upper fitment piece and this is a recurring issue. "The nurse opened the infusion pump that was alarming with 'air-in-line' to visualize the tubing and noticed the silastic segment was disconnected from the blue upper fitment piece."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing separated. The following information was provided by the initial reporter: material #: 2426-0007 batch #: 20036429. It was reported that the tubing separated where the silastic segment was disconnected from the blue upper fitment piece and this is a recurring issue. "The nurse opened the infusion pump that was alarming with 'air-in-line' to visualize the tubing and noticed the silastic segment was disconnected from the blue upper fitment piece."